Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿around 1100 rn 1 began a levetiracetam 500mg/100ml infusion to infusion at 400ml/hr. Rn 2 went into the room 20 minutes later and noticed levetiracetam 500mg/100ml bag full and the primary 250 ml ns bag half full (ns bag rate should have been 3ml/hr). The secondary line with levetiracetam 500mg/100ml was not clamped. Rn 2 reprogrammed the pump for the levetiracetam 500mg/100ml to infuse at 400ml/hr and started infusion. Rn 2 noticed both the primary and secondary lines were dripping at the same rate. Rn2 disconnected pt from line and notified my lead rn and manager. Devices were swapped for new devices. No harm to the pt. Smart pump infusion device.".

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿around 1100 rn 1 began a levetiracetam 500mg/100ml infusion to infusion at 400ml/hr. Rn 2 went into the room 20 minutes later and noticed levetiracetam 500mg/100ml bag full and the primary 250 ml ns bag half full (ns bag rate should have been 3ml/hr). The secondary line with levetiracetam 500mg/100ml was not clamped. Rn 2 reprogrammed the pump for the levetiracetam 500mg/100ml to infuse at 400ml/hr and started infusion. Rn 2 noticed both the primary and secondary lines were dripping at the same rate. Rn2 disconnected pt from line and notified my lead rn and manager. Devices were swapped for new devices. No harm to the pt."